Manufacturer narrative:
The investigation was unable to determine a specific root cause. The event was consistent with suboptimal sample quality. Correct pre-analytic sample handling is within the customer's responsibility. The field service engineer found the sipper lines were dirty, the gear pump needed replacement, and the surface of the instrument in the pipetting area was dirty. He cleaned the sipper lines and replaced the gear pump head. He performed checks and multiple qc runs, which all passed successfully. In the analyzer alarm trace, there were a high number of sample-related alarms and alarms indicating film or foam in the reagent. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges. There is no evidence to suggest a malfunction of the device.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. Example 1 initial result was 29.9 pg/ml and was not consistent with the patient's clinical presentation. The same sample was then re-tested on a second analyzer, and the result was 4 pg/ml. On (B)(6) 2015, a subsequent repeat on the first analyzer had a result of <3 pg/ml with a data flag. On (B)(6) 2025, example 2 initial result was 30.5 pg/ml, and the repeat result was 18.4 pg/ml. The repeat result from a second analyzer was 20 pg/ml. This result was believed to be correct and was reported outside of the laboratory.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigaiton is ongoing.